Manufacturer narrative:
This device was attempted, but not implanted. The chronic implantable defibrillation lead was surgically abandoned and a new lead was implanted. Pacing impedance measurements with the new crt-d and lead were within normal limits. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), high out of range pacing impedance measurements were observed upon connection of the device to the chronic implantable defibrillation lead. Another crt-d was connected to the lead and high out of range pacing impedance measurements were again observed. No adverse patient effects were reported.